Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a crack along the reservoir compartment and stated that it extends to the glass. Customer was also receiving no delivery alarms on the insulin pump. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed prime, displacement, basic occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms were noted.